Event description:
It was reported that a surgical intervention was performed due to metallosis.

Manufacturer narrative:
It was reported that a revision surgery was performed due to metallosis. The affected r3 liner, r3 shell, stem and head were returned. A lab analysis performed on the devices has previously been communicated. Wear analysis conducted on the head and liner showed circular wear zone was noted on the surface of the head; this is likely due to the articulation of the head within the liner in vivo. Roundness profile for the head showed maximum linear wear on the bearing surface. The head could not be measured on the machine as the sleeve and the stem could not be removed from the head. Redlux image for the liner showing a wear patch extending from the bearing surface to the edge of the liner. Taper analysis was not performed as the head, the sleeve and the stem could not be separated. The combined linear wear on the bearing surfaces was 36.6 ¿m. Time in vivo is needed to compare the linear wear for this device with the historical wear data for a non-edge loaded sn large diameter metal-on-metal device. The position of the wear on the liner shows that wear was extending from the bearing surface to the edge of the cup. Composition analysis of the materials for the stem showed main elements of ti, al and v for a ti-al-v alloy. IFU review noted that metal sensitivity reactions in patients following joint replacement have been rarely reported. Although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement components. It noted also that higher rates of wear may be initiated by the presence of particles of metal which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. A clinical evaluation noted that without the pathology report, the reported metallosis cannot be confirmed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as needed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the explanted components, pathology, or other supporting documentation, the reported metallosis cannot be confirmed nor can the root cause for the fractured stem be concluded. The patient impact beyond the left hip revision and associated pain cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The affected complaint devices were returned and evaluated. A lab analysis conducted during this investigation noted that bone on-growth was observed on the porous coating on the shell; this indicates good fixation within the acetabulum. Scratches on the inner diameter of the shell were observed. The gouging on the shell¿s rim is likely due to removal. A footprint of the locking features of the shell was observed on the outer diameter of the liner. Bone on-growth was observed on the porous coated region of the sleeve; this indicates good proximal fixation of the femoral component. Damage and scratching on the sleeve and distal part of the stem are likely due to removal of the components. The stem fractured in the region proximal to the sleeve. Fretting was observed on the lateral side of the proximal stem. Radial lines were seen on the fracture surface of the proximal stem section. The crack most likely initiated in the lateral region of the stem and was due to fatigue. Scratches on the stem¿s neck were observed and were likely caused by removal. A circular wear zone was observed on the surface of the femoral head ; this is likely due to the articulation of the head within the liner in vivo. No defects in manufacturing of the device, material, or design were noted. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that without the pathology report or other supporting documentation, the reported metallosis cannot be confirmed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.